Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument would not move to the surgeon's movements. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all (e.g., static instrument). The movements of the surgeon scaled appropriately to the instrument (e.g., distance intended matched distance instrument moved). The instrument moved in the intended direction (e.g., intended direction=right and observed instrument movement=right). The timing of instrument movement was appropriate (e.g., instrument moved when surgeon commanded movement without delay/lag). There was no injury to the patient as result of the event. There was only one cable broken noted, but there was no frayed cables. The instrument is available for return to isi for evaluation, it was returned on 4/10. The following relevant patient history was provided: benign essential hypertension, mixed hyperlipidemia, calculus of gallbladder without cholecystitis without obstruction, dyslipidemia.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to be fully functional. The instrument was tested on an in-house system and it passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage.

Event description:
Refer to h11 for follow-up information.